Event description:
A peritoneal dialysis patient states the cycler is noisy and leaked because the floor/cart are wet. It is unclear as to where the leak was, however, the patient saved cassette tubing and will return it for evaluation. There is no report of patient ill effect.